Event description:
It was reported that the patient received inappropriate therapy due to a suspected lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information that there was oversensing was received with the lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary distal conductor fractured; full lead was returned. It was reported that the patient received inappropriate therapy due to a suspected lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information that there was oversensing was received with the lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the right ventricular (rv) lead exhibited noise and several short v-v intervals. No further patient complications have been reported as a result of this event.